Event description:
Echelon flex power plus articulating endoscopic linear cuter stapler lot a9cn9a ref pseesa. After 3rd use the stapler would not unbend the tip, the release device was stuck and would not slide forward to release bend in stapler. Removed from field.